Manufacturer narrative:
Event date (B)(6) 2016. Device manufacture date: february 08, 2016 ¿ february 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the fill port. The reporter stated that the device was filled with 80ml of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.